Event description:
It was reported that during a procedure, the finish paint on a light arm flaked and possibly fell into the open wound of a pt. The hosp informed MFR tech that the pt suffered no infection from the paint. Upon investigation, the tech found a location that had chipped paint. The chipped fork was replaced by a new one. After inspection by MFR's quality control, it was determined that the chipping was caused by the impact of two lightheads hit together by hosp personnel.